Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4).

Event description:
It was reported a loss of aspiration occurred. A left lower limb vein thrombus aspiration procedure was being performed using an angiojet® solent¿ proxi catheter. After approximately 220 seconds into aspiration, a pump perforation was noted. The procedure was stopped and the physician exchanged the catheter to another angiojet® solent¿ proxi to complete the procedure. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of solent proxi thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Male connector was cracked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported a loss of aspiration occurred. A left lower limb vein thrombus aspiration procedure was being performed using an angiojet solent proxi catheter. After approximately 220 seconds into aspiration, a pump perforation was noted. The procedure was stopped and the physician exchanged the catheter to another angiojet solent proxi to complete the procedure. No patient complications were reported and the patient was stable.